Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 8706534.

Event description:
It was reported that the patient¿s s1 lead has migrated, this was confirmed by x-ray imaging. Surgical intervention may be taken at a later date to address the issue. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that imaging prior to procedure confirmed that both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2026, where the leads were replaced to address the issue.